Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage to keypad trace. Minor scratches on lcd window, cracked display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump buttons are not working and the display is frozen. Customer stated that the time on the insulin pump was not advancing and there is no response from any button. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.